Event description:
During use for cardiopulmonary bypass, the centrifugal pump flow sensor display was lost. Independent display of the pump rpm remained available. The procedure was concluded without incident. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.